Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using the large focus. The philips field service engineer (fse) went onsite and analyzed the system log file. The analysis identified an error related to a faulty tube. To resolve this issue, the fse replaced the tube. After which, the system was returned to full functionality. The defective tube was returned to philips for further analysis. The analysis confirmed the tube malfunction and identified that both the small and large filaments were blown. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption using the large focus. Due to the availability of large focus, in the event of a small focus failure, the procedure can be completed with minimal or no delay. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.